Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14352. It was reported that when the patient presented for device upgrade, prior to procedure, high capture thresholds were observed on both the right atrial (ra) and the right ventricular (rv) leads. Both the leads were capped and replaced on (B)(6) 2019. The patient was stable.